Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained through the right femoral artery (fa) with a 4.5f sheath. The 99% stenosed target lesion was a mildly calcified and moderately tortuous left anterior tibial artery (ata). A non-bsc guide wire and a 1.2mm x15mm coyote fc mr (emerge) balloon were advanced to the lesion. The balloon was inflated for 10 seconds at 15atms and ruptured on the first inflation. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status is good.